Manufacturer narrative:
The investigation confirmed that higher than expected vitros tropi es results were obtained from four patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the events could not be determined. The investigation could not rule out inappropriate pre-analytical sample processing or an unexpected 5600 analyzer issue as contributing factors to the events. The investigation found no evidence to indicate that the customer¿s vitros troponin I es reagents were performing unexpectedly.

Event description:
A customer complained that higher than expected vitros tropi es results were obtained from four patient samples when using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1= 0.106 versus expected 0.012 ug/l. Patient 2= 0.950 versus expected 0.012 ug/l. Tl2= 0.297 versus expected 0.012 ug/l. Tl8= 0.125 versus expected 0.012 ug/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported outside of the laboratory, and there were no allegations of patient harm as a result of these events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).